Manufacturer narrative:
Citation: mert dogan., et al.. The dilemma of edoxaban interruption and heparin bridging before upgrading to cardiac resynchronization therapy in an older patient with atrial fibrillation, chronic kidney disease, and a mitral biopr. Turkish society of cardiology 54(1):63¿67 2026. 10.5543/tkda.2024.86907 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 81-year-old male patient who underwent mitral valve replacement using a medtronic 27mm hancock ii bioprosthetic valve and tricuspid valve repair using a non-medtronic valve. It was reported that post implant, an electrocardiogram (ECG) performed revealed a ventricular paced rhythm of 81 beats per minute and the patient remained in atrial fibrillation, with a paced qrs duration of 184 milliseconds. A transesophageal echocardiography (tee) performed, confirmed the presence of the hyperechogenic mobile mass attached to the mitral bioprosthetic valve. Additionally, a fresh thrombus in the form of sludge was observed in the left atrial appendage. It was reported that the patient was treated using thrombolytic therapy and a defibrillator was implanted. A tte performed immediately after thrombolytic therapy demonstrated complete resolution of the hyperechogenic mobile mass on the mitral bioprosthetic valve. No further information was provided pertaining to medtronic products.

Event description:
Additional information was received that there was "no relation of the adverse effect with the medtronic device". No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.